Event description:
A peritoneal dialysis registered nurse reported a patient experienced a fluid leak during treatment on (B)(6) 2013. The source of the leak was unknown. On (B)(6) 2013 the patient woke up and noticed fluid around the door of the cassette and on the floor, from the previous night's treatment. The same day the patient developed a fever and started to experience extreme abdominal pain, nausea, and vomiting. The patient also noted cloudy effluent in the pd drain bag. The patient was diagnosed with coagulase negative staphylococcus on (B)(6) 2013 per culture tests and confirmed peritonitis. Patient was prescribed the following antibiotics: vancomycin 1g on (B)(6), (B)(6); vancomycin 1.5g on (B)(6), (B)(6); gentamicin 40 mg on (B)(6). Phenergan 12.5 mg once every four hours as needed on (B)(6) 2013 for nausea, and tramadol. Per the patient's follow up clinic visit she is reportedly doing fine.

Manufacturer narrative:
Medical records have been received and reviewed by the manufacturer's physician and assessed the following: a (B)(6) female patient with esrd received peritoneal dialysis at home using a cycler. She reported a fluid leak in the cycler one day prior to developing signs and symptoms consistent with peritonitis. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. A MFR review was performed of the products shipped to the dialysis center during a three (3) month time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. See related medical device reports: 8030665-2013-00722 and 2937457-2013-00426.